Event description:
It was reported that the patient recently experienced an electrical shock sensation at the spinal cord stimulation (scs) implantable pulse generator (ipg) site, which resulted in a visible mark on the patients skin when attempting to charge the ipg. It is unknown whether any medical intervention was provided following the incident. The patient also reported ongoing charging difficulties, which continued to worsen despite troubleshooting efforts. In addition, high impedances were observed on one of the two implanted leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear? St. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Brand name: linear? St. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).